Event description:
Generator analysis was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No anomalies were seen, and the device performed according to functional specifications.

Event description:
It was reported that the patient underwent a full generator and lead revision. Devices have not been received to date. No other relevant information has been received to date.

Event description:
The explanted generator was received. The device has not yet undergone product analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient was observed with high impedance, which was not seen at the patient's previous visit. Patient is being referred for lead and generator replacement. No x-rays were taken, and there was no trauma to the lead and/or generator site. The generator will be replaced to be compatible with new lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.